Event description:
It was reported that the left ventricular (lv) thresholds began increasing after the first of the year. The patient was seen in clinic after a remote transmission showed high thresholds. An interrogation showed no capture at maximum outputs and a chest x-ray confirmed that the lead dislodged. An attempt was made to reposition the lead; however, the patient¿s left subclavian vein was occluded. The lv lead was capped and an epicardial lead procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).